Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
On (B)(6) 2013, gamma3 surgery was performed. Approx. 6 months after the surgery, osteolysis due to hematoma was found around the distal screw. Infection was not confirmed. The observation is being carried out.